Event description:
A light brownish lens opacification was first noticed in june 2002. The patient v/a was 20/20. The original cataract surgery was performed in nov 2000. The patient v/a as of nov 2002 had decreased to 20/28. The lens remains implanted.